Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing on the cystic duct the clip was malformed. It was pear shaped. There was no torque, no noise heard. The clips were formed well on subsequent firings. The device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Based on the photographic evidence, it could not be determined what the cause of the complication was. However, a slight pear shape was likely to be a result of excessive back ward pressure during firing and/or an incomplete firing stroke. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted.